Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was offered to troubleshoot but declined. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 198 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer was advised that the issue could have been a possible temporary bent blockage. The customer offered to troubleshoot for temporary bent blockage but declined.